Event description:
A 30-year-old male patient with a history of hypertension and diabetes mellitus presented with dyspnea, infective endocarditis, and aortic valve insufficiency (regurgitation) at an undisclosed hospital. While the other treatments he received there are not described, surgeons at this first medical facility performed an aortic valve replacement (avr) procedure using a mechanical cardiac valve prosthesis secured with cor-knot® titanium fasteners through a right lateral thoracotomy. The operation was converted to a full sternotomy procedure when the patient developed cardiogenic shock of then unknown etiology. The patient was placed on extracorporeal membrane oxygenation (ECMO) and transferred to the reporting hospital. The patient arrived at the second medical facility in multiorgan failure with no pulsatility, left ventricle distension, and pulmonary edema. His electrocardiogram revealed no q-waves, with some repolarization and st abnormalities. In a second operation at this hospital, surgeons placed a left ventricular vent through the right superior pulmonary vein in an attempt to unload the left ventricle. The reporting surgeons apparently did not reopen the aorta during this second operation. The multiorgan failure did not reverse, care was withdrawn, and the patient expired.

Manufacturer narrative:
While this unfortunate patient's aortic dissection was not noted by either surgical center antemortem, a postmortem examination reported a hypertrophic heart with a nearly circumferential aortic root dissection affecting both coronary ostia. An aortic intimal (innermost wall layer) tear above a titanium fastener was also noted at autopsy. The reporting surgeons, who did not witness the initial avr operation, questioned whether the dissection "may be related to the application of the automated fastener device (cor-knot)." They noted that, "to the best of [their] knowledge there are no reports of aortic root dissection with this device." They further hypothesized regarding the cor-knot® device that "this damage could be explained by a direct tear from the distal tip of the device shaft, which may not have been in perfect apposition (perpendicular orientation) to the sewing ring owing to the restricted space between the ribs." They also offered: "however, another mechanism for aortic wall tear damage could be aortic wall manipulation resulting from instrument use during annular measurement, placement of annular suture, and valve positioning ..." And "aortic trauma from the fastener metal clip." The photograph they provided (as referenced in fig. 1 below) shows a titanium fastener on a mechanical valve sewing cuff, but the described intimal tear is not evident. The reporting surgeons do not assert that the cor-knot® devices and the titanium fasteners placed in the first operation did not perform their intended function. Cor-knot® titanium fasteners are used to secure suture in general and cardiovascular surgical applications. The user pulls the snare to draw suture ends through the titanium fastener loaded in the cor-knot® device. Per the IFU, the user gently slides the distal tip of the loaded cor-knot® device over the suture down to a targeted site. The user orients the device appropriately and tensions the suture as desired. The user squeezes a lever on the cor-knot® device to crimp the titanium fastener onto the suture and trim the suture tails. The crimped cor-knot® fastener secures the suture. The user also confirms proper position of the crimped cor-knot® fastener. The cause or causes of this patient's aortic root dissection are unclear. As noted by the reporters, acute dissection is a known but "infrequent and devastating complication during aortic valve surgery." Their report did not disclose information regarding other potential factors known to increase the risk of aortic dissection during avr surgery, such as: treatment status of the endocarditis infection, diameter of the ascending aorta, size of the valve placed, patient's bsa and bmi, length of the operation, whether CPR was performed, whether other underlying diseases (e.g., marfan syndrome) were ruled out, etc. The reporting surgeons apparently did not open or directly view the patient's aorta during their operation. While they noted that the autopsy report of a tear in the aortic wall potentially associated with the dissection could be due to contact with any one of a variety of instruments during the avr procedure (i.e., including instruments used for annular measurement, suture placement, positioning of the valve, and securing of the valve suture, as well as the inappropriate contact with the cor-knot® shaft tip or the titanium fastener itself to the aortic wall), the use of other instruments and surgical manipulations during avr surgery are also known to potentially cause iatrogenic trauma the intimal layer of the aortic root. Examples of alternative potential mechanisms of aortic wall damage include the use of other surgical instruments and techniques to remove the native aortic valve leaflets, for annular debridement, and for cross-clamping the aorta. Additional procedural aspects of avr that may lead to acute aortic dissection include cannulation for cardiopulmonary bypass, cardioplegia, ECMO, aortotomy, aortic cross-clamping, annular suture placement, and conduct of cardiopulmonary bypass. We believe the photograph they provided, a portion of which is included here as fig. 1, enlarged and cropped for clarity, shows a titanium fastener appropriately perpendicular to the sewing cuff and not oriented in a position to contact the aortic wall. Based on the photo and other descriptions in their report, direct repeated contact of this titanium fastener itself to the lining of the aorta seems highly unlikely. [Placeholder for fig. 1: cropped "fig. 1a" from case report in question, with added identifiers. ] the cor-knot® device was one of the many devices used by the surgeons performing the initial avr on this patient; the multiple other critical and potentially risky surgical tasks were performed utilizing a variety of other surgical devices which can also be associated with injury leading to aortic dissection. Based on their report, there is no way to know if the surgeon performing the avr appropriately controlled the cor-knot® device shaft tip, along with the many other devices in the initial avr, to sufficiently protect the delicate tissue surrounding tissues. The reporting surgeons did not see or treat the intimal damage or the aortic dissection during the operation they performed. They offer multiple possible scenarios regarding what may have caused this tragic outcome during an operation at an outside hospital. With so many unknowns and independent variables, determination of a specific root cause or causes for this aortic dissection would be speculative. Unfortunately, since the medical staff from the first facility remained unaware of a dissection, the medical staff from the second facility did not recognize a dissection -- and therefore neither treated a dissection -- it cannot be known whether treatment of this dissection would have helped the patient. More than 12,115,000 cor-knot® titanium fasteners have been used in cardiac surgery worldwide since 2011. We are aware of only one previous instance in which a surgeon reported losing control of a cor-knot® device, causing tissue damage (but not patient death). If we were to speculate and include that the dissection reported in this current event was also actually due to a surgeon's potential mishandling of the cor-knot® device, this would still be a related tissue damage report rate of (B)(4). Over the past approximately 12 years of cor-knot® technology use in patients in more than 60 countries, the history, literature, and known clinical surveillance of the use of titanium fasteners in aortic valve surgery strongly support the relative safety of using this technology when deployed consistently with the routine standard of care.